Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 46 mg/dl and 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that the patient underwent a procedure to place an expansion segment on (B) (6) 2009. Revision surgery was performed on (B) (6) 2010, to replace the expansion segment and the expansion clip. The expansion segment had backed out and the expansion clip was broken.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4). Customers meter sn ((B) (4)) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter's memory.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2009. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
It was reported that, "the arthroplasty was revised due to tibial and patellar loosening. The tibial, femoral and patellar components were revised. The components were implanted in situ for 3.0 y." Reported devices were implanted in 2006 and explanted in 2009.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.